Event description:
N/a.

Manufacturer narrative:
Additional contact information: (B)(6). Despite gfes (good faith efforts), no response has been received regarding any repair or the status of the iabp. If any pertinent information is received in the future, the complaint will be reopened and updated accordingly.it is unknown of patient involvement.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) displayed maintenance code #7.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer (fse) tested the machine multiple times during the preventive maintenance (pm) and could not duplicate any fan/power supply alarms. Only a minimal amount of dust was found on the fan intake, vacuumed that out. The customer does keep a large plastic bag over the machine, and this could restrict airflow. Machine passes all tests. Returned for clinical use.

Event description:
N/a.